Manufacturer narrative:
A review of customer provided image was performed by an intuitive surgical inc., (isi) regulatory post market surveillance analyst. Following information was provided : the image was consistent with complaint of bent tip at wrist. Intuitive surgical, inc. (Isi) did receive the 8mm medium-large clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken main tube approximately at 0.255 " from the distal end. No material was found missing. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument was observed be broken. There were no reports of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the instrument was broken from distal end. The distal tip was bent at the joint but was still attached to the instrument. An image was provided for review. There was no patient involvement.

Manufacturer narrative:
The medium-large clip applier instrument was re-evaluated and was found to have a broken main tube approximately at 0.255 " from the distal end. Fragments may be missing even though the exact size cannot be verified. Components adjacent to this broken main tube do not show any damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
Refer to h11 for follow-up information.